Manufacturer narrative:
Macroscopic examination confirms driver tip broken off. Shaft diameter and material hardness inspected and found to be within print specification. Microscopic examination of fracture surface revealed a quasi-brittle fracture surface with river lines and no indication of fatigue or torsional overload. The angle of the fracture surface, in addition to the absence of torsional overload, and nature usage of the instrument suggest failure due to bend stress overload. The above observations are consistent with bend stress overload.

Event description:
It was reported that the patient was undergoing a surgical procedure due to adjacent level disease. During removal of a screw, the driver tip broke. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.